Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. When the patient was brought in clinic, the device was able to pair with no issues. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient is showing as connected via merlin.net as of the closure of this investigation.